Event description:
Information was received indicating that during use of a 100 ml cassette the pump exhibited a ""no disposable, pump won't run" alarm. Per reporter 30 ml of fluorouracil remained of the total 85 ml infusion.